Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hospitalization due to high blood glucose event on 03-oct-2024. The length of hospitalization was less than 24 hours te treatment for high blood glucose was bolus using the pump. No further information available.